Manufacturer narrative:
Additional product codes: gxl and hwe. Initial reporter is a synthes sales representative. A service history was performed: the previous service event for part number 05.000.008 with lot number(s) 005253 has been reviewed. The customer called in a service request for this item on june 03, 2021 for won't stop spinning. The item was previously returned for service on august 21, 2019 due to dcp damaged component. The previous service condition of dcp damaged component is relevant to the current complained issue of won't stop spinning. The manufacture date of this item is july 02, 2013. The service history review is confirmed. A service and repair evaluation was completed: the customer reported the handpiece won't stop spinning. The repair technician reported crack in the contact plate, debris on bearings, and the device will not run in forward, fast forward, or reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: motor, circuit board, membrane switch & flex circuit, and all applicable parts. The item was repaired, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the handpiece for battery powered driver won't stop spinning. The issue was observed during equipment check after being washed. There was no patient involvement. The repair technician reported crack in the contact plate, debris on bearings, and the device will not run in forward, fast forward, or reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. This report is for a handpiece for battery powered driver. This is report 1 of 1 for (B)(4).